Event description:
It was reported that as the nurse was trying attach the connector after inserting ¿groshong nxt clearvue 4f PICC¿ and she experienced bend at the connector end and catheter got blocked she could not aspirate or infuse. Finally she has to cut the catheter near the connector and used groshong repair kit and resolved the issue. She also shared that she experience same problem with same batch in 2 more cases yesterday and used repair kit to resolve the issue. This report addresses the first device.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refw0195 showed four other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: previous complaints, patient severity, applicable manufacturing records, submitted photograph, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter was confirmed, but the exact cause was unknown. Two photographs were provided for evaluation. One photograph depicted the product label while the other photograph depicted a groshong nxt clearvue 4f PICC¿ which was cut at the connector. The tubing appeared kinked within the strain relief oversleeve. No observable evidence suggested the cause of this event. Should the physical sample be returned at a later time, this investigation will be updated. This event will be recorded for future trending and monitoring of this complaint type. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that as the nurse was trying attach the connector after inserting ¿groshong nxt clearvue 4f PICC¿ and she experienced bend at the connector end and catheter got blocked she could not aspirate or infuse. Finally she has to cut the catheter near the connector and used groshong repair kit and resolved the issue. She also shared that she experience same problem with same batch in 2 more cases yesterday and used repair kit to resolve the issue. This report addresses the first device.